Manufacturer narrative:
(B)(4). Additional info has been requested and will be submitted upon receipt. Note: medical records received from the plaintiff's attorney for the initially reported event (sepsis with death outcome) were review and revealed the complaint as a system-level with on-set of the event occurring ((B)(6) 2013) with sequela through the pt's demise on (B)(6) 2014. However, in spite of this, event occurring on (B)(6) 2014, tachycardia during dialysis treatment in clinic in a different machine) was captured as a second system-level complaint set (although it appears this is a morbid condition following/occurring as a consequence of the initial event). Both system-level complaint sets are being referred to one another within these regulatory reports. This is one of two events associated with one pt captured as two system level complaint sets under the following mfg report numbers: event (event date: (B)(6) 2013) mfg report numbers: 1713747-2015-999398, 1713747-2015-00490, 1225714-2015-07470 and 1225714-2015-07471. Event two (event date: (B)(6) 2014) mfg report numbers: 1713747-2015-999398, 713747-2015-00491, 8030665-2015-00501, 2937457-2015-01564, 1225714-2015-08023, and 1225714-2015-08024.

Event description:
Additional info, medical records provided by the plaintiff's attorney noted the pt became ill during home dialysis treatment, which ended 28 minutes early against medical advice (pt discontinued treatment to go to bathroom). The pt was noted to have diarrhea. Afterwards, the pt presented to the hospital experiencing cough, fever, chills, and body ache and was admitted. Approximately nine days later the pt was transferred to a different hospital due to continued elevated temperature and to obtain specialized care. The pt was ultimately treated and, discharged to home on antibiotics with a diagnosis of transplanted kidney complication and local infection d/t central venous catheter. Further info noted the endocarditis was ruled out and source of infection was not indicated.

Manufacturer narrative:
This is one of two events associated with one pt captured as two system level complaint sets under the following mfg report numbers: event 1 (date (B)(6) 2013) mfg report numbers: 1713747-2015-000398, 1713747-2015-00491, 1225714-2015-07561, 1225714-2015-07472, 8030665-2015-00501, 1225714-2015-07470 and 1225714-2015-07471. Event 2 (date: 01/20/2014) mfg report numbers: 1713747-2015-999398, 713747-2015-00490, 8030665-2015-00500, 2937457-2015-01564, 1225714-2015-08023, and 1225714-2015-08024.

Event description:
Additional info noted: post failed kidney transplant, the pt was on home hemodialysis (hd) starting in early fall. In late fall, the pt went to the ER with intermittent fever of up to 105f. Pt also had body aches, weakness and decreased appetite with nausea/vomiting. The pt was diagnosed with unspecified fever, treated with IV rocephin and released with antibiotics. Approximately 1 month later, the pt discontinued dialysis treatment 20 to 28 minutes early (against medical advice) to use the bathroom. The pt had diarrhea and was noted to have a low-grade fever for about three weeks. Pt presented to the ER with fiver, chills, body aches and productive cough with yellow sputum. Pt was admitted and treated for enterococcus sepsis, but continued to have fever and respiratory symptoms. The pt's dialysis catheter was replaced. Four days post admission, pt was transferred to transplant center. Pt had an immature av fistula. Work-up for source of fever was unrevealing; pt was discharged about 22 days later, afebrile and stable. Next day, the pt arrived in clinic for dialysis but did not receive dialysis due to tachycardia. Pt went to the hospital with tachycardia and was diagnosed with pancreatitis and acute cholecystitis. Next day, pt was admitted to the transplant hospital where dialysis and IV antibiotics were started. Sepsis secondary to pancreatitis and a thickened gallbladder with stones were confirmed. Pt was discharged 5 days later with antibiotics. Five days post discharge, the pt experienced tachycardia during dialysis treatment; heart rate exceeded 200 with a 7.5 potassium level. Dialysis was stopped and pt was sent to the ER. Cholecystitis and pancreatitis were diagnosed, IV antibiotics and calcium gluconate were administered. Pt was taken to transplant hospital where a cholecystectomy was done. Pt was discharged 11 days later with jackson pratt drains. In clinic dialysis treatment continued, and 37 days post last discharge, pt was sent to ER from the physician's office with left flank pain. Lab work was done and pt was admitted with lactic acid elevation, fever and leukocytosis. Pt was transferred to the transplant hospital for evaluation. Upon arrival, pt was confused; the admitting diagnosis was sepsis with shock and altered mental status. Pt was treated with antibiotics and antifungals and found to have developed cardiomyopathy and hypotension with decrease in ejection fraction. Eighteen days later, pt was discharged to long-term care center for rehab and continued treatment of cardiac issues. Eleven days post rehabilitation center admission, pt was discharged with a life vest. The pt again began clinic dialysis. Approximately 1 month later, the pt presented to the clinic for dialysis and was sent to the ER for elevated heart rate. IV lopressor wsa administered; this decompensated the pt's condition, causing the pt to go into pulseless electrical activity (pea). CPR was performed; a low blood pressure and pulse were obtained. Pt was kept ICU overnight and transferred to transplant hospital next day. Four days later, the pt went into pea, coded and expired. Cause of death on death certificate note: biventricular heart failure secondary to sepsis.

Manufacturer narrative:
Additional info from the clinical investigation was received and is being reported accordingly. Follow-up reports will be sent consecutively daily to provide all info. Therefore, this is one of multiple follow-up reports being submitted to provide the clinical investigation info. At the time of the last follow-up report for the clinical investigation, a note will be provided indicating such. This is one of two events associated with one pt captured as two system level complaint sets under the following mfg report numbers: event 1 (date (B)(6) 2013) mfg report numbers: 713747-2015-999398, 1713747-2015-00491, 1225714-2015-07561, 1225714-2015-07472, 8030665-2015-00501, 1224714-2015-07470 and 1225714-2015-07471. Event 2 (date: (B)(6) 2014) mfg report numbers: 1713747-2015-999398, 1713747-2015-00490, 8030665-2015-00.

Manufacturer narrative:
Additional info from the clinical investigation was received and is being reported accordingly. Follow-up reports will be sent daily to provide all info. This is the second of multiple follow-up reports being submitted to provide clinical investigation info. At the time of the last follow-up report for the clinical investigation, a note will be provided. This is one of two events associated with one pt captured as two system level complaint sets under the following mfg report numbers: event 1 (date: (B)(6) 2013) mfg report numbers: 1713747-2015-999398, 1713747-2015-00491, 1225714-2015-007561, 1225714-2015-07472, 8030665-2015-00501, 1225714-2015-07470 and 1225714-2015-07471. Event 2 (date: (B)(6) 2014) mfg report numbers: 1713747-2015-999398, 1713747-2015-00490, 8030665-2015-00500, 2937457-2015-01564, 1225714-2015-08023, and 1225714-2015-08024.

Manufacturer narrative:
Additional info from the clinical investigation (ci) is being reported. Follow-up reports will be sent daily to provide all info. A note will be provided at the time of the last ci follow-up report. This is one of two pt events captured as two system level complaint sets under the following: event 1 (date : (B)(6) 2013) mfg no: 1713747-2015-999398, 1713747-2015-00491, 1225714-2015-07561, 1225714-2015-07472, 8030665-2015-00501, 1225714-2015-07470 and 1225714-2015-07471. Event 2 (date: (B)(6) 2014) mfg no: 1713747-2015-999398, 1713747-2015-00490, 8030665-2015-00500, 2937457-2015-01564, 1225714-2015-08023, and 1225714-2015-08024.

Manufacturer narrative:
Although, the product no. Was not provided by the initial reporter, the liquid sodium bicarbonate is only manufactured in one product mode. Based on the information received, and without the lot no., it is unk if this device is from the lot included in the field action. Add'l info has been requested and will be submitted upon receipt accordingly. This is one of four device reports associated to this event.

Event description:
The plaintiff's attorney alleged that the patient expired from heart failure secondary to sepsis and reported the patient was diagnosed with sepsis late winter, spring.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, however, a product ID was provided. The specific production lot number and catalog number of the liquid bicarbonate concentrate used during pt treatment was identified. A review of the device history record for the identified lot number indicated that this lot is part of a recall because of bioburden issue. A definitive conclusion regarding the involvement of the product could not be determined without a physical examination of a complaint sample and the alleged complaint event could not be confirmed. A clinical investigation is required to further assess and conclude this investigation. A clinical investigation was completed and after review of the clinical investigation, the bacterial infection of the client was noted from the medical records as enterococcus faecalis, gram positive. Enterococcus faecalis is normally transmitted via contact after there has been no hand washing. However, the bacterial identification and description in the recalled product was halomonas species 1, 2 and 3 which is a gram negative bacteria, and typically found in water with high salinity. From the system level review of the 2008k at home device and concomitant products, it appears there is no indication that these products caused or contributed to the clinical event. This is one of two events associated with one pt captured as two system level complaint sets: event 1 ((B)(6) 2013), mfg no: 1713747-2015-999398, 00491, 1225714-2015-07561, 07472, 07470, 07471, 8030665-2015-00501. Event 2 ((B)(6) 2014), mfg no: 1713747-2015-999398, 00490, 1225714-2015-08023, 08024, 8030665-2015-00500, 2937457-2015-01564.

Manufacturer narrative:
Add'l info was requested regarding time frame for exposure to the alleged contaminated lot number. Medical records don't reveal if the pt was exposed to recalled product, the lot number or name of the concentrate used during dialysis. Medical records do not allege a recalled or contaminated product resulted in sepsis. Before (B)(6) 2013, the pt was receiving home hemodialysis on the 2008k machine. Following discharge from the hospital (B)(6) 2015 ,the pt began clinic hemodialysis on the 2008t machine; 160nre dialyzer was used for home and clinic therapy. Medical records do not indicate specific concentrate used for home or clinic dialysis. Medical records reveal the cause of sepsis was not determined. There were two hospitalizations for sepsis ((B)(6) 2013) without resolution and no etiology. The pt was diagnosed with cholecystitis on (B)(6) 2014 with a cholecystectomy on (B)(6) 2014. Pt also had non-gallbladder related sepsis on (B)(6) 2014 with no etiology. Medical records don't indicate causal relationship between the fresenius products and sepsis. Medical records report the pt developed sepsis after starting hemodialysis on (B)(6) 2013. Medical records report a past medical history of rejecting the kidney causing the use of corticosteroids. Cellcept decrease immunity and mask inflammatory symptoms and introduction of dialysis into a compromised physiological state where human element exists could reasonably contribute to sepsis. No cause for infectious process was determined (except (B)(6) 2014). There is no documentation the sepsis of (B)(6) 2013 resolved evidenced by frequent hospitalizations in a short time. Pulseless electrical activity occurred after receiving lopressor and the compromised cardiac status would contribute to pts eventual pea and death. Add'l info from the clinical investigation (ci) has been reported. This last f/u report to provide the ci. This is one of two events associated with one pt captured as two system level complaint sets: event 1 ((B)(6) 2013), MFR no: 1713747-2015-999398, 00491, 1225714-2015-07561, 07472, 07470, 07471, 8030665-2015-00501. Event 2 ((B)(6) 2014), mfg no: 1713747-2015-999398, 00490, 8030665-2015-00500, 2937457-2015-01564, 1225714-2015-08023, 08024.